Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I.

Event description:
Healthcare professional reported via nbir capsular contracture, baker grade I and rupture against left device. Device has been explanted.